Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that only a portion of the lead was returned. Both the proximal and distal insulations were crushed, flattened and abraded and the proximal and distal coils were fractured at 23.3 cm from the connector pin. The location and mode of the damage is consistent with that produced by clavicular crush.

Event description:
It was reported that the lead sustained rib clavicle crush damage. The lead was explanted and replaced.